Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (lot), h3, h4

Event description:
Additional information indicated that the plastic cracked and thus, some were left connected to the metal and the disassociation occurred through the plastic. There were two pieces.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device does not confirm the reported event, but did find device breakage. The noted damage is consistent with device wear out from heavy usage and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgical technician pulled the impactor out of the tray and the plastic separated from the impactor. Surgery was not delayed and product is returning.